Event description:
It was reported that a spectrum pump was displaying a "door not fully latched" message. There was no pt injury. It is unknown what care area pump was in or if the event occurred during therapy. The event occurred after first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation of the device confirmed the reported symptom of "door not fully latched." The unit was received inoperable due to a "door not fully latched" alarm. This was caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. As a result, the link screws were replaced during the repair process.